Event description:
It was reported that while using bd facslyric¿ facsflow and possibly sample residuals sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes small spray / drips. 4. What was the fluid that leaked? Facsflow and possibly sample residuals. 5. What is the source of leak -- waste line or non-waste line? Technically a non-wasteline but as sample residuals could be in there I guess you would define it as waste line. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, serial # (B)(6) . Problem statement: customer reported complaint of a spray of fluid (ethanol, sheath, biohazard, waste) not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 25jun2020 to date 25jun2021. Complaint trend: there are 2 complaints related to a spray of fluid not contained within the instrument; date range from 25jun2020 to date 25jun2021. Manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the spray of fluid not contained within the instrument was due to a blockage of the v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The customer initially reported to flow support through email that the sit was dripping during sit flush. The customer was then given brief instructions on how to clear the v8 pinch valve tubing of any blockages before an fse (field service engineer) was sent onsite. When the fse arrived, they confirmed the issue and worked with the customer to clear the blockage and reinstall the side panel. No parts were requested for evaluation as there were no parts replaced. After the repair, the instrument was functioning as expected with no further leaks. Although the leaked fluid contained sample which can be biohazardous, the customer did not come in contact with the leakage and thus was not harmed in any way. Additionally, though there was a spray of fluid, this spray was not large enough to significantly increase the risk of exposure. This instrument was being used for clinical diagnoses, but no patients were harmed as the results gathered during the incident were not used. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 06oct2020. Defective part number: n/a. Work order notes: subject / reported: 663029 - facslyric 3l12c instrument ceivd - sit flush is dripping problem description: the customer reported to flow support via email that the needle was dripping from the needle during sit flush. Work performed: blockage in the waste hose cleared. Cause: blockage in the waste hose. Solution: blockage in the waste hose cleared. Case comments: (6/25/2021 9:19am) the customer was just not at the device, so brief instructions were sent to the customer how v8 tubing should treat them, the customer contacts hd (6/25/2021 11:25am) reinstalled the side wall with the customer, the error has been rectified, returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no. Tfs ID: 89169. ID: libivd-ra-61 2.1.6. Reg¿status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port (sit) . Harmful effects: harm to operator. (Exposure to stained sample. Risk control: sit design to capture back drops. Provide instruction for universal precautions. Reg link (tfs ID): 93132 libivd-did-262 sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir. Effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir. Probability: 1 severity: 3 risk index: 3 residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the spray of fluid not contained within the instrument is due to a blockage in a fluidics tubing. Conclusion: based on the investigation results the root cause of the spray of fluid not contained within the instrument is due to a blockage in a fluidics tubing. The customer was sent brief instructions on how to check the v8 pinch valve tubing before the fse went onsite. When the fse arrived, they cleared the blockage from the v8 tubing and installed the side panel with the customer. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facslyric¿ facsflow and possibly sample residuals sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes small spray / drips. What was the fluid that leaked? Facsflow and possibly sample residuals. What is the source of leak -- waste line or non-waste line? Technically a non-waste line but as sample residuals could be in there I guess you would define it as waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.